Manufacturer narrative:
The product has not been returned for evaluation. Therefore, the root cause of the reported issue could not be confirmed. The photos provided with the report confirm that the balloon of the device detached from the catheter. Signs of stretching and kinking were also observed along the catheter lumen. It appears that the ligatures fastening the balloon failed due to the pull force exerted on the device during the procedure. As the balloon could not be located during the procedure, the report of a balloon rupture could not be confirmed. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. The lot number of the device was not provided, therefore, the device history record for the product could not be reviewed. However, prior to lot release, a sample of products from every lot are tested to ensure they pass pull force testing during the manufacturing process.

Event description:
This product was used for lower limb thrombectomy. There is a possibility that the balloon detached when the catheter was withdrawing. At the time of preparation, the balloon was attached to the catheter. During the third attempt, the balloon ruptured. When the catheter was removed from the vessel, the balloon was no longer attached to the catheter. A subsequent thrombectomy was performed using a different device, but nothing was retrieved (the balloon was not recovered). Angiography showed visualization of third-order branches in the peripheral vessels. The balloon could not be identified on ivus, nor could it be confirmed on CT. The balloon was also not found in the surgical field. The patient remains in good condition and has shown no symptoms.

Manufacturer narrative:
The product was received for evaluation, and the reported problem was confirmed. In addition, signs of stretching and kinking were observed along the catheter lumen. The findings suggest that the ligatures securing the balloon likely failed due to the pull force exerted on the device during the procedure. As the balloon could not be located during the procedure, the reported balloon rupture could not be confirmed. The IFU includes the following warning regarding potential complications associated with these devices: "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure." A lot history review was performed, and no issues were identified in the manufacturing or packaging processes that could be associated with this event. All qc tests were found to have met specification. Note: product inspection was performed on 11-sep-2025 to confirm the reported issue.